Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed "nda". This issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Returned device was received, in fair physical condition with a cracked housing. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be replicated by analysts. The issue was found to be caused, by a faulty downstream sensor. The device history record was reviewed, and showed that this device met all manufacturing specification for product released for distribution. No issues were identified, that would have impacted this event.